Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/05/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the keypad was found to be intact; there was no visible damage. During testing, the up arrow, down arrow and contrast buttons had an intermittent response. The ok button responded properly. None of buttons were found to be scrolling. The keypad was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display. A test screen was inserted and was found to function properly. Also unrelated to the complaint, a small tear was observed across the bolus button cover; the bolus button still responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.